Event description:
User reported false negative result after presenting with symptoms. Two tests were taken, both negative. User opened the analyzer to check the strip inside and determined the result is positive based on two lines on the strip (similar to other tests). User was informed that the analyzer result is displayed on the app, the analyzer is not meant to be opened for result reporting. Analyzer or customer data review no analyser ID received for this case.

Manufacturer narrative:
Report required by FDA for eua.